Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 286mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.